Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient said that they may have pulled a lead when removing the bandage. The patient also noted that their back was itching from the tape and wound up cutting their wires as they were cutting the tape and the tape was irritating the patient's skin. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was due to patient error. The health care professional stated that tweezers were used to remove the wires at skin level and the issue was resolved. There were no further symptoms or complications reported or anticipated.